Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "during use of the tube, the tube was found to have a low draw. The patient was not affected."

Manufacturer narrative:
Investigation summary: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.